Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The involved devices are actually broken at the base of the active part. No material defect was found during analysis of the rupture patterns. No unused root filler is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a paste filler separated; outcome is unknown as of this MDR evaluation. However, there is no indication that injury resulted.